Event description:
It was reported that circumferential balloon rupture occurred. The target lesion was located in an unspecified central vein . A 9 or 10mm blue max¿ balloon catheter was selected and advanced into a previously placed stent. However, it was noted that the balloon ruptured circumferentially and became inverted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).